Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs ipg, model: 3660, UDI:(B)(4), serial: (B)(6), batch:a000141923.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the ipgs reached end of life.